Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that down arrow button was not responding. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act keypad dome switch. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.